Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of brief alarms while connected to battery power was confirmed via analysis of the log files; however, the event was not reproduced during testing. Log files were submitted for review and another log file was downloaded from the returned system controller. The log files contained approximately 14.5 days of data combined ((B)(6) 2021 ¿ (B)(6) 2021,(B)(6) 2021 ¿ (B)(6) 2021 and (B)(6) 2021 ¿ (B)(6) 2021 per the timestamps). Intermittent power cable disconnect alarms that were not associated with true power cable disconnections were captured throughout the log files due to the relative state of charge (rsoc) voltage dropping to approximately 0v while connected to 14v batteries. The alarms were captured on both power cables and cleared each time when the rsoc voltage returned to the appropriate range. The driveline was disconnected on (B)(6) 2021 at 11:57:41 to exchange the system controller. There were no other notable alarms on the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any atypical alarms produced. The controller was also tested with the returned 14v battery clips without any issues or atypical alarms produced, including when the power cables were manipulated by hand. The integrity of the internal wires of the system controller was tested and no issues were found. The root cause of the reported event could not be conclusively determined through this analysis. Incidental findings: bent pin 2 on the backup battery. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 21sep2020. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnects alarm conditions, and the actions to take if the alarms cannot be resolved. The heartmate 3 instructions for use (IFU) section 2, entitled ¿system operations¿, describes the backup battery installation process. Section 5, entitled ¿surgical procedures¿, also explains how to properly install the backup battery in the system controller. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the 14v battery clips, 14v batteries, the system controller power cables and the system controller backup battery. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting/cleaning the contacts on the 14v battery clips, 14v batteries and system controller backup battery, and inspecting the system controller power cable connectors for dirt, grease, or damage. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
The low voltage hazard alarms that occurred on (B)(6) 2021 are reported under MFR # 2916596-2021-00462. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient was hearing brief alarms beeping from the heartmate system controller. The patient stated the alarms were occurring while the device was powered by batteries and typically while the patient was bending down to pick something up off the floor. The patient was seen in clinic and no alarms were seen in the log files. There were several low voltage hazard alarms from 17jan2021 and nothing more recent. The team tried to replicate the alarms in clinic by having the patient move/twist in various ways and bend down. The power cables from the controller where gently manipulated around, one by one, as well as the driveline. No alarms occurred. The modular cable connection was assessed and was found to be locked in place. The pins were assessed on both power cables coming from the controller, as well as batteries and clips, no issues noted. X-ray images were taken of driveline and controller/power cables. The patient had recently had their pump speed adjusted down to 5300 rpm, then to 5100 rpm. The log file captured some intermittent indications of a weak connection between the batteries and clips which may have resulted in the reported beeping. It was recommended to clean the batteries and battery clip contacts with an alcohol wipe. If this did not resolve the issue, it was recommended to replace the battery clips and possibly the batteries. The technical services representative stated that the issue was not related to the driveline or modular cable, and that the x-ray images were unremarkable. Cleaning the batteries/clips did not appear to resolve the event. The patient continued to report beeping from the controller mostly while bending over, turning, or reaching for something. The alarms occurred while the patient was just sitting as well. The nurse was unable to replicate the alarms in clinic. The log files showed multiple intermittent power cable disconnect alarms while the device was powered by batteries. The site exchanged the patient's battery clips. The alarms reportedly reoccurred on (B)(6) 2021, and appeared to only be happening on the black system controller power lead. Due to concern for damage/cable fatigue, the site exchanged the controller on (B)(6) 2021.